Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and moderate tortuosity. The lesion was pre-dilated with a 2.5 x 12 mm balloon and the 3.0 x 48 mm xience xpedition stent was deployed at 11 atmospheres. Post-dilatation was performed with a 3.0 x 15 mm nc balloon at 18 atmospheres. A distal edge dissection was noted and then a 2.75 x 18 mm xience sierra stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.